Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements higher than 200ohms in the svt coil. However, measurements in triad configuration have been stable and in range. Technical services (ts) was contacted and reviewed the available data with the caller. This rv lead remains in service. No adverse patient effects were reported.